Event description:
Reporter indicated the generalized tonic-clonic seizures and the 10-12 harder seizures from (B)(6) 2011 to (B)(6) 2012 were felt to be due to vns generator "battery fade". The patient's seizures have improved since the generator was replaced.

Event description:
Reporter indicated a patient had generalized tonic-clonic seizures which were unusual for the patient, and that the patient had 10-12 harder seizures from (B)(6) 2011 to (B)(6) 2012. The patient's vns generator was not at end of service at the time, and was reported to be functioning normally. The patient had the vns generator replaced on (B)(6) 2012. The explanted generator will not be returned as the hospital does not return explanted devices. Attempts for further information are in progress.